Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There is one event associated with this event type (malfunction) and product code (B) (4).

Event description:
Labelling issue. (B) (6) from our distributor reported in her letter, that she observed during an incoming inspection that the device is wrong labelled.